Event description:
It was reported that a power source alert occurred when the customer was using a tandem charging cable and wall adapter, preventing the pump from charging even after leaving it plugged into an outlet for 30 consecutive minutes. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Tandem technical support sent a replacement charging cable and wall adapter via two-day shipping and advised the customer to rely on the current pump temporarily. Ultimately, the pump had to be replaced with a different unit, and the customer was advised on proper usage and returning the original pump with a pre-paid label.